Event description:
Oversensing and high impedance of 4000 ohms were reported with a lead fracture suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed. Oversensing and high impedance of 4000 ohms were reported with a lead fracture suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high oversensing.